Event description:
New information received notes that the right ventricular lead was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of transmissions revealed episodes of noise on the right ventricular lead. No device intervention was performed. The patient was stable.